Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered an intracerebral hemorrhage (ich) on (B)(6) 2015. The patient had complained of a headache and left sided weakness while at home. That same day, a right temporal craniotomy for evacuation of the ich was performed. The patient became unresponsive, the family elected to withdraw support, and the patient expired on (B)(6) 2015. The pump was explanted for evaluation of possible thrombosis. As post-implant the patient had an elevated platelet count and lactate dehydrogenase level. The hematology and oncology service evaluation attributed the elevated lab values as reactive - secondary to lvad placement. The patient¿s levels slowly declined but were slightly elevated again two weeks before the ich occurred.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A root cause for the patient¿s hemorrhagic stroke could not be determined and no device-related issues were discovered during the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 2¿ from the pump housing and 28¿ of the distal section of the dl was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow elbow, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Examination of the pump upon disassembly revealed depositions of loose, tissue-like clotted blood and loosely clotted blood within the inlet tube, the sealed outflow graft and along the body of the rotor. Their lack of lamination and denaturation suggests that these depositions developed acutely likely due to poor surface washing associated with a low flow event. Additionally, there were no contact marks observed on either side of the rotor to indicate these depositions were present during support. Although a root cause for the development of the observed depositions could not be determined through this evaluation, if these depositions were present while the pump was in operation supporting the patient, they could have contributed to the patient¿s reported elevated lactate dehydrogenase. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.